Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that when reassembling. Multiple sets of hip instruments at hospital impactor was found to have the inserter threads slightly stripped. In addition, flex screw drivers were found to have a portion of the u-joint swivel slightly cracked. None of the instruments listed were used in a particular case that can be identified. Therefore, there was no patient encounter issues or delays, etc. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed, the threaded tip stripped of the pinn straight cup impactor. Additionally, signs of impactions were observed, on the device handle, causing deformation. The observed, condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip is fully seated into the cup. Where signs of impactions were observed, damage may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was unable to be performed, due to the post-manufacturing damage. The overall complaint was confirmed. As the observed, condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the inserter threads slightly stripped.